Event description:
The core impaction was sent for eval because it started leaking and overheating during a procedure. A readily available alternate device was used to complete the procedure without any procedure delay. No adverse event was associated with the device.

Manufacturer narrative:
The probable cause of the leaking could not be determined, however, the probable cause of the device overheating was attributed to a corrosion damage of the drive shaft and the upper bearing due to increased friction.